Event description:
A report was received that the patient had to frequently charge the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Event description:
A report was received that the patient had to frequently charge the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Event description:
A report was received that the patient had to frequently charge the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off was higher than expected. The analog integrated circuit-u1 damage resulted in rapid battery depletion of the ipg. Exposing the analog integrated circuit to high electromagnetic or voltage transient environment could cause this type of failure. The root cause of the damage was unknown.